Manufacturer narrative:
The investigation has been completed. Kinked cannula due to aortic arche and caused low flow. The pump was replaced. Low flow was added since the kinked cannula which caused low flow per clinical description. The data logs were not returned for review. Visual inspection found a kink on cannula about 15 mm from the of cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely kinked cannula since the clinical team confirmed the kink caused low flow. The root cause of kinked cannula was most likely patient condition related since the clinical team confirmed the kink was due to the patient has short aortic arche. H.6 medical device problem code added due to investigation results. B.2 required intervention was inadvertently omitted from initial manufacturer device report number 1220648-2025-26935.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed to support a patient admitted with acute myocardial infarction/cardiogenic shock. The pump was explanted after seven hours due to a kinked cannula. The pump was explanted and replaced by a new impella cp. The patient did expire on the second pump. However, there is not enough evidence to exclude the first impella as an associated factor in the patient's outcome.